Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that (B)(6) 2022 during a laparoscopic transcholangioscopic choledochotomy for lithotripsy, when clamping the common bile duct, it was found that a clip could not be closed properly and completely. Another clip of the same batch was used.

Manufacturer narrative:
(B)(4). The device history review for the product hemolok ml clips 3/cart 42/box lot# 73d2200749 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that 5 nov 2022 during a laparoscopic transcholangioscopic choledochotomy for lithotripsy, when clamping the common bile duct, it was found that a clip could not be closed properly and completely. Another clip of the same batch was used.